Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area/ pain pelvic area') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, blood thyroid stimulating hormone abnormal, bipolar depression, (B)(6) test (B)(6), (B)(6), rash, painful intercourse, heartburn, sleep disorder, vaginitis, vulvovaginitis, body mass index normal, gravida ii, parity 3 (date of births: (B)(6) 2002, (B)(6) 2008, (B)(6) 2012), angina syndrome, chest pain, (B)(6), irregular periods and bacterial vaginosis. Previously administered products included for an unreported indication: depo provera and mirena. Concomitant products included ibuprofen, lansoprazole (prevacid), minerals nos;vitamins nos (prenatal plus) and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain lower mid abdomen"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the first device was inserted through the operating channel and inserted into the right fallopian tube. The device was deployed, with 4 trailing coils noted. The second device was inserted through the operating channel and inserted into the left fallopian tube. The device was deployed with 3 trailing coils noted. Discrepancy noted in the lab data date. Follow up 1 and 2 and 3 processed together. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding, pelvic pain, abdominal pain lower, dyspareunia, dysmenorrhea, most recent follow-up information incorporated above includes: on 1-feb-2018: plaintiff fact sheet and medical records received. Reporter information updated. Patient demographic information updated. Essure start and stop date updated. On 16-dec-2019: plaintiff fact sheet received. Reporter information updated. Product indication female sterilization updated. Lab data updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area/ pain pelvic area') in a 21-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, blood thyroid stimulating hormone abnormal, bipolar depression, chlamydia test positive, gonorrhea, rash, painful intercourse, heartburn, sleep disorder, vaginitis, vulvovaginitis, overweight, multigravida, parity 3 (date of births: (B)(6) 2002, (B)(6) 2008, (B)(6) 2012), angina syndrome, chest pain, trichomoniasis, irregular periods and bacterial vaginosis. Previously administered products included for an unreported indication: depo provera and mirena. Concomitant products included ibuprofen, lansoprazole (prevacid), minerals nos;vitamins nos (prenatal plus) and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain lower mid abdomen"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the first device was inserted through the operating channel and inserted into the right fallopian tube. The device was deployed, with 4 trailing coils noted. The second device was inserted through the operating channel and inserted into the left fallopian tube. The device was deployed with 3 trailing coils noted. Discrepancy noted in the lab data date. Follow up 1 and 2 and 3 processed together. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding, pelvic pain, abdominal pain lower, dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.